Manufacturer narrative:
Investigation results completed on a medfusion 3500 pump. The complaint was verified in the event history log and testing duplicated the event of check clutch/ plunger lever error. This was isolated to contamination on the position pot from customer inducing fluid ingression. The position pot was replaced along with preventative repairs. Device passed all functional testing .

Event description:
Information received a smiths medical medfusion 3500 pump plunger clutch error. No patient adverse events reported.